Event description:
A malfunction alarm was reported with no notable events occurring beforehand, and there was no adverse impact on the customer's blood glucose level. The malfunction code displayed was not resettable, leading cts to decide on replacing the pump. The customer was provided with instructions on putting the pump into storage mode and was advised on the necessary steps to take upon receiving the replacement pump. The customer used a backup therapy of multiple daily injections (mdi) in the interim. Cts confirmed the shipping address and sent the replacement pump, requiring a signature upon delivery, and instructed the customer to return the faulty pump within ten days using a pre-paid label.